Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
St. Jude medical received information that the patient's device(s) was explanted. The date of the procedure is unknown due to sjm not being invited to the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective pain relief from the thoracic scs system. Surgical intervention was taken to explant the scs system. The date of explant is unknown as sjm representative was not invited to the procedure.